Event description:
It was reported that a dexcom g7 continuous glucose sensor (cgm) failed to pair with the ilet, resulting in loss of cgm connection until troubleshooting restored connectivity. Investigation included customer service troubleshooting and user education. Further investigation of this case revealed that the sensor successfully reconnected to the ilet following troubleshooting. No clinical symptoms associated with hypoglycemia of a blood glucose of 67 mg/dl. Outcomes included self-treatment of hypoglycemia with oral glucose sources and subsequent stabilization of blood glucose to 132 mg/dl. It was concluded that the event involved a cgm pairing failure with resolution after guidance, with no injury or hospitalization. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.